Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported event of rupture on left side. The device has been explanted.

Event description:
Additionally, multiple redundant folds were noted in the left implant shells from MRI results. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: yellow particles, broken shell with sharp edge (a dimension measurement in the shell was performed which identify the thickness within specification), around 0-25% of the shell is missing, delamination of orientation dot and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Delamination of orientation dot assessed as adhesive failure. Missing shell that is assessed as inconclusive. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.